Event description:
The customer called to report multiple bent cannulas without getting the no delivery alarm. The customer then stated that she was hospitalized three times due to high blood glucose levels. The customer could not recall the dates. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.